Manufacturer narrative:
Analysis of provided file (dated 24 july 2025), revealed : the subject ICD talentia vr 3240, s/n : (B)(6) was implanted on (B)(6) 2025. Rv lead was connected between 16:45 and 16:50. According to the dtr files, at 16:45, no ventricular signal was detected on egm. At 16:50, ventricular signal was detected on egm. This is confirmed by the first correct ventricular lead impedance value (479 ohms) measured at 16:49. A shock was triggered by the user, via the programmer on (B)(6) 2025 at 16:38. During this shock the shock impedance was measured at 29055 ohms. At 16:38, the rv lead was not yet connected to the device ICD, that¿s why the shock impedance was measured > 150 ohms and the alert [4] was triggered. It should be noted that this warning will be displayed at each interrogation until a new shock is performed. Based on available data, no issue is suspected on the subject ICD.

Event description:
Reportedly, during the in-clinic follow-up, the physician noted a warning indicating that the shock impedance was higher than 150 ohms and that the defibrillation system was faulty. On the home screen, a shock impedance of 29,055 ohms is shown, delivered on (B)(6) 2025 (the day of implantation). According to the aida tab, it was delivered via the eps tab. Nothing to report regarding the ICD itself + lead parameters / no other warning. Could you please confirm that the shock was indeed delivered inside the device? Regarding the alert, will it remain permanently displayed until the ICD is replaced?